Manufacturer narrative:
Investigation is underway. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient''s right eye due a dislocation (lens tilt) resulting in astigmatism. Another lens of different model was implanted successfully. According to the surgeon, lens tilt was the likely cause of the event and the prognosis was reported as "good".

Manufacturer narrative:
Visual inspection of the returned lens found one haptic arm bent. Functional testing could not be performed due to the condition of the received device. Device history records (DHR) were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Based on the information available, the exact cause of the reported event could not be conclusively determined.